Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was not able to open the jaws of applier occasionally during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities, this instrumen~ was produced at the tecomet, inc. Kenosha facility in april of 2016 as part of a (B)(4). Lot. The returned instrument was evaluated and found that the knob mechanism and handle to jaw mechanisms were dry and binding and sluggish feeling signifying that this instrument is in need of proper lubrication. We are able to validate this complaint. After the evaluation this instrument was properly lubricated as instructed in the IFU and it was found that it was able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. Parts were 100% visually inspected and tested at the tecomet, kenosha facility before instruments were sent to the customer. No irregularities were found and or reported at the time of inspection and assembly of the product as this is a standardized process for all instruments manufactured at this facility. At this time it is undetermined as to how the jaw and knob rotation mechanisms became binding and sluggish, but it is suspected that this instrument was not lubricated prior to sterilization at the customers facility as instructed in IFU l6109 r.04 other remarks: which was supplied with the instrument at time of manufacture which states "appropriate care, cleaning, lubrication and maintenance are important to ensure proper function." No corrective action required at this time. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided.

Event description:
It was reported that the user was not able to open the jaws of applier occasionally during use. There was no patient injury.